Manufacturer narrative:
Other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4), UDI#: (B)(4). A medtronic representative went to the site to test the equipment. It was reported that the issue was confirmed and the computer was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. (B)(4). Analysis results were not available for the computer as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. There was no patient involvement. After updating the cranial application software, the manufacturer representative was unable to login to the cranial application. The manufacturer representative was "getting stuck" at the text screen that stated "cranial login." Multiple launches gave the error. Uninstalling the software failed in administrator. It was further stated the system would boot and launch with the previous software version. The manufacturer representative tried to reinstall the new software over the existing one without resolution. The manufacturer representative than again tried to uninstall the software, but was unsuccessful. The previous software version and all shared resources were uninstalled, but the new software version would stall not launch. After trying to uninstall the new software a second time without success, the manufacturer representative installed a different version within approximately 10 seconds. After install, that newest version of the cranial software would launch successfully. The issue was reported to have resolved during the call. After further review of the system logs, the recommendation was made to replace the computer. No complications were reported/anticipated.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue was confirmed and the computer was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Analysis of the returned computer found no anomaly. If information is provided in the future, a supplemental report will be issued.